Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent damage, stent moved on balloon and catheter removal difficulties occurred. Vascular access was obtained via radial artery. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire cross the lesion, a 3x15mm emerge balloon catheter was advanced for dilation. A non-bsc guide extension catheter was advanced and a 3.0x38mm promus premier drug-eluting stent was successfully deployed in the mid-distal segment of the rca. Another 3.00x38mm promus premier drug-eluting stent was advanced to treat the lesion. Prior to the deployment of the second promus premier drug-eluting stent, the non-bsc guide extension catheter was pulled back into the stent but resistance was encountered creating a proximal compression to the stent. Following removal of the non-bsc guide extension catheter, the physician tried to remove the stent which had began 'slipping' onto the balloon. The stent was able to be removed back into the radial artery but could not be pulled out without concern that the stent would embolized. An 8fr sheath was selected and a snare was use to remove the stent. Vascular access was changed to femoral artery and the procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: promus premier mr us 3.00 x 38mm was returned for analysis. The shaft was broken and the proximal end of the device containing the manifold was not returned for analysis therefore individual assessment of the device could not be performed. The stent was severely damaged and had moved in a distal direction on the balloon exposing a portion of the proximal balloon wall. As the stent was damaged the crimped stent profile could not be measured however, 100% in process inspection is carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification. The bumper tip of the device was examined and no issues were noted. It appeared the balloon had not been subjected to any significant positive pressure. The stent had moved in a distal direction on the balloon exposing the proximal portion of the balloon wall. There were crimp markings evident on the exposed balloon wall, indicating overall crimp contact between the balloon wall and the stent at the time of manufacture. The shaft polymer extrusion was broken at the guidewire exchange port, the proximal end of the device containing the midshaft, hypotube and manifold was not returned. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent damage, stent moved on balloon and catheter removal difficulties occurred. Vascular access was obtained via radial artery. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire cross the lesion, a 3x15mm emerge balloon catheter was advanced for dilation. A non-bsc guide extension catheter was advanced and a 3.0x38mm promus premier drug-eluting stent was successfully deployed in the mid-distal segment of the rca. Another 3.00x38mm promus premier drug-eluting stent was advanced to treat the lesion. Prior to the deployment of the second promus premier drug-eluting stent, the non-bsc guide extension catheter was pulled back into the stent but resistance was encountered creating a proximal compression to the stent. Following removal of the non-bsc guide extension catheter, the physician tried to remove the stent which had began 'slipping' onto the balloon. The stent was able to be removed back into the radial artery but could not be pulled out without concern that the stent would embolized. An 8fr sheath was selected and a snare was use to remove the stent. Vascular access was changed to femoral artery and the procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.